Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection with swelling, redness, and opening of the surgical wound. The patient was taken to the or and the implantable neurostimulator (ins) and extensions were explanted. Antibiotic therapy was planned, and  new implant on the opposite side would occur when possible. The event was not resolved at the time of this report.